Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was not impacted by the event. Reportedly, the customer reverted to an alternate form of insulin therapy.